Event description:
It was reported that the procedure was to treat a lesion in the left main coronary artery (lmca) with heavy calcification and moderate tortuosity. The 4.00x15mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted. While performing post dilatation a distal edge dissection occurred; therefore, another 4.00x15mm xience xpedition stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The stent remains in patient and the delivery system is not returning to abbott. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.